Manufacturer narrative:
The extra long angled saber attachment was discarded; it is not repairable once it is disassembled.

Event description:
The extra long angled saber attachment was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.